Manufacturer narrative:
Evaluation summary: the shunt was returned for investigation. The shunt was found to be intact and the shunts' lumen was found to be open. Therefore the complaint "failed" cannot be confirmed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4). This report was mailed to FDA on: 07/30/2014. (B)(4).

Event description:
An office administrator reported that following a glaucoma filtration device (gfd) implant procedure that the gfd failed. The gfd was implanted for 1-2 weeks and it was removed because the patient continued to have high intraocular pressure (iop). Upon removing the device the surgeon tried to irrigate the gfd but he could not flush through it. The surgeon was concerned tha the gfd was obstructed which may have been the reason that the patient continued to have high iop. He is not positive if the device was obstructed or if this was just coincidental. The gfd was replaced with different gfd. Additional information has been requested.